Event description:
It was reported that stent damage occurred. The target lesion was located in the left circumflex artery. A 3.00 x 32 synergy ii drug-eluting stent was advanced for treatment. However, during the procedure, it was noticed that the stent strut was lifted up. The procedure was completed with another of the same device. No patient complications nor injuries reported and the patient status was stable.

Manufacturer narrative:
Updated b5: describe event or problem.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left circumflex artery. A 3.00 x 32 synergy ii drug-eluting stent was advanced for treatment. However, during the procedure, it was noticed that the stent strut was lifted up. The procedure was completed with another of the same device. No patient complications nor injuries reported and the patient status was stable. It was further reported that the target lesion was 90% stenosed, severely tortuous and severely calcified. Pre-dilatation was performed with a quantum maverick balloon catheter leaving 70% residual stenosis. Hemostatic valve was fully opened to allow for easy passage of the stent. Additionally, the stent reached the lesion site. However, during the procedure, significant resistance was felt while advancing and the stent strut was lifted.